Event description:
Terumo medical received FDA medwatch report (B)(4). The event description states: "while removing the fathom wire through the pro great microcatheter, part of the tip of the wire (7-10cm) broke off in the artery and was unable to be removed despite attempt via snare. What was the original intended procedure: y 90 radioembolization. Selective catheterization celiac artery for celiac artery angiogram. Original intended procedure: superselective catheterization of the right hepatic artery for right hepatic artery angiogram and coned beam CT. Cone beam dyna CT with catheter positioned in hepatic arteries with additional 3-d image postprocessing. Transarterial delivering y90 sirshpheres in superselective right hepatic artery. Ultrasound guidance for arterial access. Limited right common femoral artery angiogram and closure device deployment for hemostasis".